Manufacturer narrative:
(B)(4)

Event description:
It was reported "on (B)(6) 2024, ccu the doctor found the swg kinked prior to the patient. They changed to a new one." There was no patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened hemodialysis kit including one guide wire within its advancer, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. The guide wire cap was not returned. No obvious signs of use were observed. The guide wire was observed to have multiple kinks towards the distal end. The distal j-bend was not misshapen and was intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. During full assembly, the kinking in the guide wire would have been located within the straightening tube during packaging, shipping, and storage, protecting it from damage. No other defects or anomalies were observed on the returned guide wire assembly. The kinks in the guide wire were located 557-562 mm from the proximal tip. The overall length of the guide wire measured 601 mm, which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.859 mm, which is within the specification limits of 0.838-0.877 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through both components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire was kinked was confirmed through complaint investigation of the returned sample. Multiple kinks were observed towards the distal end of the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. During normal assembly, the kinked portion of the guidewire would be protected within the straightening tube of the advancer assembly. Based on the customer report and sample received, the potential root cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "on (B)(6) 2024, ccu the doctor found the swg kinked prior to the patient. They changed to a new one." There was no patient involvement.